Event description:
It was reported that after the 3.5 x 12 mm xience xpedition stent delivery system was removed from the package, it was noted that the catheter broke and separated into two pieces just after the hub. A second 3.5 x 12 mm xience xpedition was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.